Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the fiberscope flexible tube, coating was peeling. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 06 years since the subject device was manufactured. Based on the results of the investigation, it is likely the defect was caused by stress of repeated use, external factors, or handling. However, a definite root cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.